Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). The device has not been received by carefusion.

Event description:
The customer reported unit is failing leak test. Per service record received: would not pass proper op leak test - flow valve would not seal causing leak. The customer reported no patient involvement or allegation of patient harm. At this time carefusion has not received the suspect device component for evaluation.